Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non- vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who received a spaceoar implant experienced discomfort and visited the hospital on (B)(6) 2025, for diagnosis. It was suspected that the hydrogel was implanted in a wrong location. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non- vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h1 and block h6 (impact codes) were corrected.

Event description:
It was reported that a patient who received a spaceoar implant experienced discomfort and visited the hospital on (B)(6) 2025, for diagnosis. It was suspected that the hydrogel was implanted in a wrong location. No patient complications were reported as a result of this event.